Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior, red particles and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the wear abrasion in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Reason for reoperation: rupture and device migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported suspicion of ruptured breast implant and silicon in the axillary on the left side. Additionally, healthcare professional reported left side siliconoma and defect implant. Device was explanted.